Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt a shocking sensation with stimulation on and off. The sho cking occurred along the bra-line and was felt more strongly and was becoming painful when stimulation was on. The shocking still continued with stimulation off. The patient went to the emergency room in the evening of (B)(6) 2017. There was no known activity or event that prompted this issue. The rep indicated that the patient works out pretty hard, but that this was typical for the patient. An x-ray was performed to rule out migration of the leads, and nothing out of the ordinary was seen or noted. Troubleshooting could not be done due to a lack of access to the product. It was noted that this was a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare professional (hcp) did not think that the discomfort was caused by the stimulator. The hcp planned for the patient to have epidural injections. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare provider (hcp) would like to try hd programming on the patient before any surgical intervention occurs. The rep stated that they are planning to meet with the patient in the coming weeks. The cause is still unknown. No further complications were reported.